Manufacturer narrative:
Qn# (B)(4). The customer returned a guide wire assembly without the cap, lidstock, 2-l catheter and other various components for evaluation. The guide wire was observed to have two distinct kinks towards the middle of the guide wire body. The distal j-bend was intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. Biological material was also present on the thumb guide and spring wire guide. The kinks in the guide wire were located 309mm and 289mm from the distal tip. The overall length of the guide wire measured 604 mm which is within the specifications. The outer diameter (od) of the guide wire measured 0.811 mm which is within the specifications. The guide wire was advanced through the returned catheter, an inventory ars, and an introducer needle to functionally test the guide wire. The guide wire passed through all components with minimum resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked towards the middle of the guide wire body. Biological material was also present on the thumb guide and the spring wire guide. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the swg (spring wire guide) was kinked.

Manufacturer narrative:
(B)(4). Unknown if the device was used on a patient.

Event description:
The customer reports the swg (spring wire guide) was kinked.